Manufacturer narrative:
A trumpf medical service technician was dispatched to evaluate the light system due to the paint chipping on the yoke arm. During the inspection the technician determined the paint chipping was due to the light colliding with other equipment and normal wear from use of the light. The damaged yoke arm was replaced, and the device is functioning as designed. Our investigation has identified steps in the manufacturing process which can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process has been updated to include additional testing and verification. Based on this information, no further action is required.

Event description:
A customer reported that the paint on the yoke arm was chipping away. No injury was reported.